Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for rear case damage. (B)(4) for syr sizer misalignment. (B)(4) for iui damages. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/15/2018 to the present date 11/5/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device housing assembly was damaged. There was no patient involvement.